Manufacturer narrative:
(B)(4). Batch # n5401k. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if, after the second firing, the device delivered a complete staple line? No information. Was there any issue (malformed staples, unformed staples, etc.) With the staple line? No. Did the device deliver a complete cut line? No information.

Event description:
It was reported that during an unknown procedure, the knife did not return from the distal end after the second firing on the small intestine. The knife reverse switch did not function. Eventually, the knife was returned to home position with the manual override lever. Before the event, the device was used on the gastric body at the first firing without problems. Another device was used to complete the case. There were no adverse consequences to the patient.